Event description:
The following information was reported from the clinical study database: on (B)(6) 2024, the patient underwent endovascular procedure to treat a thoracoabdominal aortic aneurysm using gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and gore®excluder®aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2024, the patient was noted to have a post-implant CT imaging showing significant compression of the left iliac graft (gore®excluder®aaa endoprosthesis contralateral leg). The patient underwent a reintervention procedure, angioplasty of the compressed limb to prevent acute occlusion. A balloon angioplasty was performed with peripheral stent graft placement. A side branch (reduced profile vbx) was placed. Treatment was performed before occlusion to prevent eventual loss of patency. The patient tolerated the reintervention.

Manufacturer narrative:
Patient medications: aspirin, heparin, fentanyl, acetaminophen, clopidogrel, and hydromorphone. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.